Manufacturer narrative:
Date of event is approximated based on the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 5092880.

Event description:
It was reported that the patients leads had high impedance. It was also stated that the impedance could possibly be a lead fracture. No further action will be taken this time and no further information has been obtained despite good faith efforts.